Manufacturer narrative:
The unit was recently returned to devilbiss healthcare and is being evaluated to determine the facts and extend of the event, as well as the root cause. Preliminary examination of the device suggests external variables and actions may have contributed to the event. The unit is undergoing a comprehensive evaluation and analysis; no additional details are available at this time.

Event description:
The complaint was reported from a long term care facility in france. There is no adverse event or injury associated with the complaint. A nurse was removing/disconnecting a full ifill oxygen cylinder from the ifill oxygen transfill unit, at which time she heard a loud sound and saw a brief flame coming from the oxygen connecting port. The nurse is unsure if the ifill unit was running or had stopped at the time she disconnected cylinder but it noted the ifill unit was plugged into the wall. The nurse stated she heard a loud sound and saw a brief flame, which caused the nurse to drop the cylinder to the floor. Once the cylinder was on the floor the event ended; she reported no other issues with the cylinder or the ifill unit. The cylinder and transfill device were quarantined and the oxygen supplier contacted. The facility acknowledges the routine use of cleaning agent on the ifill cylinder that contains high concentrations of propranolol and ethanol. The cleaning agent is highly flammable and is contraindicated for use with oxygen equipment. There were no injuries or damage related to this event.